Manufacturer narrative:
Due diligence was executed for this event. The patient's pre-existing conditions and demographics were not provided as there was no patient involvement. The device has been returned and a device evaluation completed for it. The reported complaint of showing defective code was not confirmed since customer did not specifically indicate the exact failure code. Visual inspection of the distal end was performed under a microscope found some tissue build up consistent with use. The ptfe pad (teflon pad) was inspected and found a distal half of it severely worn, melted, and suspected to have minor missing fragments. There are traces of thermal damage to the probe unit and the jaw. However, the probe and jaw are in good alignment, and the jaw¿s gold coating insulation is still intact. The device was then attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. However, to replicate equipment misuse (e.g. Activation while the grasping section is closed without contacting tissue) observed a short circuit error u511 would generate promptly. Therefore, this phenomenon could have contributed to the reported complaint. The exact cause of the event cannot be exclusively identified. However based on the physical investigation result, it is likely the reported phenomenon occurred in the following way: grasping section was closed without grasping anything while seal & cut mode was activated, (this includes after tissue resection) causing severe abrasions of the tissue pad. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The output was activated with the non-insulated area of the grasping section touching the probe. This caused the error. The device history record for the serial number indicated no anomaly with inspection for high-frequency output and appearance. The instructions for use includes the following statements: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
As reported for this event, during preparation for use for a therapeutic liver resection procedure, the device showed a defective code. After resetting and testing done, the device still did not work. Another device was used for the procedure which was completed. The reported problem did not impact the outcome. There was not a reported injury or adverse impact as a result of the device failure. The device was inspected prior to use. No abnormalities were reported. There was no cable damage reported. The connection points to the generator were inspected. Information whether the transducer cords or the cords of any other medical device were bundled during use is not available.